Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the tenaculum forceps instrument to perform failure analysis (fa). Fa was able to confirm the reported complaint. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument pitch inputs failed to engage with the in-house system's sterile adapter during multiple attempts. No engagement failures were observed during log review. Additional observation not reported by site that is related to the customer reported complaint: the instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a tenaculum forceps instrument was not working. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the original reporter and obtained the following information: the procedure was successfully completed with a backup instrument with no patient injury.